Manufacturer narrative:
Device was not located for return. An event regarding a fractured triathlon tibial alignment ankle clamp was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the product was not returned for inspection. -medical records received and evaluation: not performed as there is no indication the event was related to patient factors -device history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined the device was not returned. A CAPA was raised to document root cause and corrections. Root cause was determined to be design related, the material selected was inadequate for designed use. A material design update was completed and the CAPA was closed on 10-mar-2014. Device not returned.

Event description:
It was reported that during the primary left knee surgery, the ankle clamp was broken.

Event description:
It was reported that during the primary left knee surgery, the ankle clamp was broken.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.